Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had a red alert in latitude system with v-tachy mode programmed to value other than monitor plus therapy. Attempts to obtain additional information to find out reason of deactivating the ICD device was unsuccessful. This ICD device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received had confirm the physician intentionally programmed off this implantable cardioverter defibrillator (ICD) device because it was personally requested by the patient. There were no allegations against device functionality. The patient advocate stated the patient died and all available information indicated that this ICD device was buried with the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.